Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that during the procedure, several attempts were made for energization, but energization remained unsuccessful. Thus, the needle was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. It was further reported that energization was performed but transseptal puncture was not successful. No damage was noted on the needle or the package. Rf usual sound was heard. The needle was not manually shaped.